Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: analysis could not confirm the reported event, no anomalies were found during analysis. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found during analysis. The battery voltage was lower than required, no anomalies found with epg. It was also noted that the battery contacts were contaminated.

Event description:
It was reported that the external pulse generator occasionally turns off by itself. The device was returned to the manufacturer. No patient involvement was indicated.